Event description:
Lasik eye surgery. I am over two years post lasik and my eyes have been nothing but burning, red, bloodshot, irritated, and painful and I don't know what to do. It seems the more drops I put in my eyes the more burning and irritated and painful they get. In addition to the burning pain, one of my other big complaints is my eyes are always bloodshot. I have blood vessels in my eyes that I had never seen before the lasik. It seems anything that comes in contact with them, dust, dirt, fumes, chemicals etc. The blood vessels immediately upon contact dilate, and get very red and burn. When I walk into malls, grocery stores, dept stores, (B)(6), airports, etc., within minutes my eyes become inflamed and burning and my blood vessels get larger and redder. The degree of burning pain varies depending on what I am doing. At work my eyes are in a lot of burning pain and very bloodshot. I do work on the computer all day. I am a family practice physician. My right eye has always been the more painful one. In addition to the burning pain, the pain in this eye can vary from a stinging pain, to the pain of a pin sticking in my eye, to the feeling like someone has punched me in the eye. Sometimes the pain takes over my entire right side of my head. The pain can last for hours or an entire day. I can't seem to focus on anything anymore. The above is an except I found online and is my exact story. (B)(6).